Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem"aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. This complaint involved an implant fracture (stem) on the right hip, two months after implantation. The femoral stem and the femoral head had been removed. No other adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11- associated products : p0201e28 stainless steel femoral head diameter 28/+7mm 12/14 batch 0000141387. 00-7255-062-28 tm acetabular cup 0 deg 28x62 batch 56460095. The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to implant fracture: 1 complaint (1 product), this one included, has been recorded on aura ii hip ha coated left size 8, reference p0125h08, from 01 january 2017 to 24 august 2020. 2 complaints (2 products), this one included, have been recorded on aura ii hip ha coated left size 8, reference p0125h08, batch 0000146030. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem. "Aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. The patient underwent a revision due to implant fracture. The stem and femoral head have been removed. No other adverse events have been reported as a result of the malfunction.